Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet and was instructed to restart the device, disconnect the tubing, remove supplies, perform a dry run, and then complete a full supply change with new supplies; the user successfully performed these steps and resumed insulin delivery, and the infusion set was teflon with provided lot numbers for the infusion set, cartridge, and connector piece. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without further alerts during troubleshooting and after the full supply change. Investigation included guided troubleshooting with device restart, rewind, dry run without the infusion set connected, and replacement of consumables. Investigation of this case revealed that the consecutive motor stall alert could not be reproduced during the dry run and resolved after replacement of the infusion set and cartridge, consistent with a transient motor stall condition without confirmed device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient obstruction or supply-related issue that resolved with supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.